Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture on the implanted coronary sinus lead. The lead was extracted and replaced. It was also reported that during an attempt to implant a left ventricular lead, there was only anodal capture in the middle of the cardiac vein. Due to patient anatomy, the lead could not be implanted and was replaced. No patient complications were reported as a result of this event.